Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had scale marking issues and the tip of the syringe broke off. This was discovered before use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that one syringe had an issue with the graduated markings on the barrel. Per email: we have had a few issues with some of bd syringes. The tip at the luer lock end is breaking off. The first ones were inside of our custom packs. However, we just had another vendor product that contained bd syringes that had the same issue. Today, we had a 3cc syringe that the graduated markings were messed up on.

Event description:
It was reported that unspecified bd¿ syringe had scale marking issues and the tip of the syringe broke off. This was discovered before use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that one syringe had an issue with the graduated markings on the barrel. Per email: we have had a few issues with some of bd syringes. The tip at the luer lock end is breaking off. The first ones were inside of our custom packs. However, we just had another vendor product that contained bd syringes that had the same issue. Today, we had a 3cc syringe that the graduated markings were messed up on.

Manufacturer narrative:
Investigation summary h.6. Isince no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.